Manufacturer narrative:
A ge representative evaluated the system and determined the on/off switch needed to be replaced. The ge representative is waiting for customer to provide access to affect repairs.

Event description:
The customer reported a switch is coming loose during procedures. No patient injury was reported.